Event description:
While the nurse in the short stay unit was priming the tubing using a 1000ml of lactated ringers solution the solution leaked around the check valve of the second y-port below the drip chamber. Tubing and packaging were sequestered and risk manager was notified.